Event description:
Reporter states there was a weeping open irritation under tape border on the right bottom while wearing. The product was in use for 2 weeks.

Manufacturer narrative:
Based on the available information, this event could lead to a serious injury if the issue were to recur. The end user was instructed on stomahesive powder and barrier wipes; samples will be sent. From a clinical perspective a causal relationship between the sur-fit natura 2 pc - 2 pc durahesive (dh) moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unknown, so the date used was the date convatec became aware.